Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a stent thrombosis and chest pain occurred. In (B)(6) 2013, percutaneous coronary intervention in the target lesion de novo left anterior descending artery was done. A 2.25x24mm promus element stent was deployed. In (B)(6) 2013, the patient was readmitted in the hospital with the onset of chest paint. Angiogram was performed and revealed a subacute stent thrombosis. The target lesion was restented using a 2.75x20mm promus element stent. No further patient complications were reported and the patient's condition post procedure was stable.

Event description:
It was further reported that on (B)(6) 2013, the stent implant procedure was emergent due to myocardial infarction. The initial stent placement was well positioned and well apposed. No patient complications were reported. Aspirin and clopidogrel were given prior to the initial procedure and the same medications were provided at discharge and the patient was compliant with the antiplatelet medications.